Manufacturer narrative:
The device showed scratches on the exterior surface. The o-ring was not returned and the presence of debris cannot be confirmed. There was no mention of removal of the o-ring during cleaning process. The reported instrument is not intended to be disassembled during cleaning process. The device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated there have been no other similar events for the reported lot.

Event description:
The customer reported that over the weekend, she noticed that some of the heads on their exeter sets had black material coming from behind and around the retentive orange ring. The customer has raised this as a contamination risk and is looking to replace all the retentive heads on their sets with non-retentive heads. The devices are in a newly consigned kit which has not previously been used by this hospital but may have been used on other customers previously. The customer has indicated that cssd had removed the rings to clean the heads. The devices are cleaned by hand, and then treated ultrasonically. Finally, they are put through the washer. Details of the cleaning agents used were unknown on intake. The customer is asking for clarification about the correct way to clean the heads and whether removing the retentive ring is appropriate. As this was noticed prior to use, there was no patient involvement.